Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, although resistance was felt halfway through thumb advancer/exchange sheath splitting, distal deployment was completed and the starclose se device clip deployed achieving hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis, which may have assisted in the investigation. Resistance felt during thumb advancer deployment and exchange sheath splitting as reported, can be influenced by, but is not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, all starclose se devices undergo various thumb advancer assembly verifications including verification to ensure the thumb advancer is free to move, verification that the locator wings ribbon opens properly, collapse completely, are aligned, and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Resistance while advancing the thumb advancer can be caused by an inadequate nick and spread incision or by carving. Carving can occur if the operator does not keep the flex-guide straight and at a 45-degree angle while depressing the vessel locator plunger or while advancing the thumb advancer. There was no report that the patient had any of the conditions listed under special patient populations in starclose se instructions for use and there was no report of any incorrect operator deployment technique. Based on the reported information and the inspection criteria, a definitive cause for the resistance felt during thumb advancer deployment and exchange sheath splitting could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.